Manufacturer narrative:
Correction to h6 evaluation code conclusion: delete code 4307, add 67 and 4315 additional code added to h6 evaluation code - result. H3 evaluation device summary: medtronic conducted an investigation based upon all information received. The exhalation valve assembly (eva) was returned for evaluation. It was reported that 980 ventilator constantly generated a backup ventilation alarm with an error code. An associated device issue could not be confirmed. Visual inspection and testing found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The replaced component eva did resolve the issue in the field; however, the returned component eva was analyzed and tested satisfactorily. The most likely root cause could not be identified because no problem was detected with the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator constantly generated a backup ventilation alarm with an error code. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. Later, the ventilator was inspected and found that the bd (breath delivery) background failure was displayed on the screen.

Manufacturer narrative:
Result and conclusion. Service engineer (se) evaluated the device and replaced the exhalation valve assembly. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete.